Event description:
It was alledged that the pump was in use on a patient who had an infiltration of the upper arm. It was reported that the IV was repositioned below the inflitration site on the same arm while infusing heprin. The co has been advised that the patient died and that the pump was not a contributing factor.